Manufacturer narrative:
This report is being filed to provide additional information. Investigation is in process. A follow-up report will be provided.

Event description:
The customer did not respond to multiple attempts to obtain information for the investigation such as patient information, patient outcome and procedural details.

Manufacturer narrative:
This report is being filed to provide additional information. Root cause: a definitive root cause could not be determined. Possible causes include but are not limited to:- injection of the wrong solution at the injection port- occlusion in the cassette and/or tubing- partial obstruction or kink in the tubing of the replacement line- use of sterile water instead of saline.

Manufacturer narrative:
Investigation: per the customer, a cbc was ordered and the laboratory verified that it was not hemolysis. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that during a red blood cell exchange (rbcx) procedure, the received cells were detected in the plasma line from centrifuge alarms and noticed the plasma line was orange colored. Patient outcome is not known at this time. Patient information is not available at this time. The rbcx set is not available for return because it was discarded by the customer.

Manufacturer narrative:
A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is still in process. A follow-up report will be provided.